Event description:
It was reported during the implant procedure that when unscrewing the lead from the device, the screws from the svc coil port dislodged when the wrench was pulled out. The physician was not able to re-engage the set screw. All parts were removed and device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; there was grommet damaged noted.